Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels reaching 600 mg/dl and a high level of ketones. Reportedly, cause of elevated bg level was customer's non-tandem continuous glucose monitor was not working, making it harder for customer to manage bg levels. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.